Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that she was back on multiple daily injections due to multiple functional issues with the pump. There was no additional information at the time of this report. This report is being made due to a product issue.